Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional also reported breast swelling¿ and ¿pain". Healthcare professional also reported ¿breast lump and diagnosed as fibrous cystic change¿, which is not device related. The device has been explanted.